Event description:
It was reported that the patient was admitted to the hospital with chf and experienced a ventricular fibrillation cardiac arrest. The device delivered antitachycardia pacing with no effect. The device delivered therapy and pacing spikes with no capture were observed. The patient expired. No further information is available.

Manufacturer narrative:
All information provided by manufacturer and maude report. (B)(4).